Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when changing the cartridge. Reportedly, the cartridge was filled with 150 units of insulin. The customer reloaded the same cartridge successfully. There was no impact to the customer's blood glucose level.